Manufacturer narrative:
Bayer product analysis received and examined the returned cv disposable syringe kit. Visual examination of the returned product confirmed the presence of a foreign particles of unknown etiology within the fluid path. Our investigation determined that the particle noted in the syringe was likely introduced during the component manufacturing process. A 12 month review of complaint history determined the complaint rate to be is (B)(4).

Event description:
A quality representative reported the following: the customer alleged observing foreign bodies in the syringe barrel following the filling process. No injury or adverse event was reported.